Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strips had a poor storage.

Event description:
Dr (B)(6) called from (B)(6) medical center complaining that the meter for one of her postpartum patient is reading lower than the hospitals graded meter used in the hospital. She explained that in preparation to discharge the type one diabetic patient they started verifying her home monitoring devices when they made the discovery. The customer's expected blood result is 189-253mg/dl fasting. Verified the strips expire 7/31/2018. Customer confirms the strips have been stored in the kitchen and were first opened (B)(6) 2016. Reviewed meter memory: (B)(6). Registered nurse emily assisted with the troubleshooting and explained that at 8:16am this morning when they ran the test, the patients true result meter read 144mg/dl while the other manufactured device read 189mg/dl. Emily went on to explain that two hours after breakfast the glucose result on the true result meter was 167mg/dl but the hospitals meter read 253mg/dl and 241mg/dl back to back. (B)(6) nurse verified the customer does not or had not symptoms of hypo or hyperglycemia.